Event description:
Additional information noted that the rv lead safety switch was reset while the pacing impedance measurements remained within range. Non sustained ventricular tachycardia episodes were noted due to noise and the pacing thresholds remained high. The device was reprogrammed to bipolar configuration. No asystole for greater than two seconds was noted. The system remains implanted.

Event description:
Additional information noted that the revision took place but it was not possible to do a revision of the lead due to an occluded vein. Thus no change to the device or lead was noted.

Event description:
Additional information noted that during normal follow the rv safety switch was reset to unipolar and out of range pace impedance measurements were noted in the bipolar and unipolar configurations. Loss of capture was seen at maximum outputs. The patient was not pacemaker dependent, but a system revision was planned in the near future. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital due to a syncope episode non device or lead related. Upon interrogation of the device it was noted that the lead safety switched was tripped, but the right ventricular (rv) lead was confirmed to be capturing although high pacing thresholds had been previously reported. The patient had an underlying sinus rhythm and was not pacemaker dependent. The rv lead was tested in bipolar and unipolar configuration and showed normal pacing impedance measurements. A review of episodes on the device noted some noise and oversensing. At this time the system remains implanted. No adverse patient effects were reported.